Event description:
Customer reported that the ventilator was cycling on a patient when the ventilator started to pressure limiting and activated the upper pressure limit alarm. Ventilator was taken off the patient, patient was bagged and the ventilator was swapped out. The biomed discovered the air module was defective. The biomed replaced the defective air module, calibrated and performed functional checks. Ventilator passed all test and performed to all manufacturers specifications. Ventilator was returned back to service. There were no patient injuries.